Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot #: not provided.

Event description:
On (B)(6) 2013, the lay user/patient¿s wife (reporter) contacted lifescan (lfs) (B)(4) alleging that the onetouch veriopro meter displayed an error 1 message. The complaint was classified based on additional information obtained from the patient during a follow-up call by a customer service representative (csr). The patient test between seven to eight times a day and manages his diabetes with apidra insulin during the day and levimir insulin in the morning and evening. The patient¿s normal blood glucose range is ¿100-140mg/dl.¿ the alleged meter issue occurred on (B)(6) 2013 (30 minutes before dinner time). The patient did not take any action in regards to his diabetes management after the alleged issue occurred and while he waited for his wife to find his secondary meter to test with, the patient reportedly began to feel restless (a feeling the patient reportedly experiences when his blood glucose is low) an unknown time later. The patient¿s wife reportedly gave the patient chocolate and his dinner and he reportedly felt better soon afterwards. The patient reportedly obtained a reading of ¿49mg/dl¿ with another device; however, it is not known if the reading was obtained before or after receiving treatment. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time. Replacement meter was sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.